Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise, high capture threshold, high pacing impedance, and a drop of atrial sensing. No intervention was reported. There were no patient consequences.